Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced vomiting. The patient mentioned that the readings from her cgm and bg meter were discrepant to the extent of exhibiting the symptom. Her father treated her with orange juice to stabilized the blood glucose. The patient failed to provide the exact values she got from her cgm and bg meter that time. She also mentioned that she was admitted to the hospital with the company of her father. Not able to confirm if there was any treatment provided at the hospital and who administered it. She also missed to mention the bg value and the cgm reading while she was in the facility. No additional information about the healthcare facility she was taken to and for how many hours/days she was admitted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).